Event description:
The patient complained of chest pain at follow-up. The right ventricular lead exhibited elevated thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.